Manufacturer narrative:
(B)(4). D10 - concomitant devices - nexgen cr-flex articular surface size yellow 12mm catalog #: 00597003012, lot #: 63980500, nexgen precoat femoral component size d left catalog #: 00597001401, lot #: 59246100. G2 - report source - foreign: event occurred in australia. The complainant has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this patient; please see all reports associated with this event: 0001822565-2023-03180, 0001822565-2023-03185, 0001822565-2023-03186.

Event description:
It was reported that the patient underwent a left knee arthroplasty revision of the articular surface and resurface the patient's patella approximately twenty-three (23) years post-operatively to address pain. Attempts have been made; however, no additional information is available.

Event description:
No additional information to report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The reported event is not confirmed due to lack of proficient information. Review of the device history records was not performed as there were no allegations against tibial tray. The patient underwent surgery due to anterior knee pain due to the patella being unsurfaced from initial tkr, and the articular surface was replaced as best practice. Radiographs were provided and reviewed by a healthcare professional and identified a left total knee arthroplasty without hardware failure or loosening. Lateral patellofemoral compartment narrowing was identified. There were no issues found with the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.